Manufacturer narrative:
The reported events of no pacing, failure to interrogate, and battery impedance problem could not be confirmed. The device was received in backup mode and battery voltage at end of service (eos). Analysis of the device image indicates backup condition resulted from code corruption. Additional information was requested from the field to check for suspected causes related to electromagnetic interference which could result in code corruption; however, no information was available and the cause of code corruption could not be determined. The product code was re-loaded, and the device was tested under nominal conditions with results indicating normal functionality. Output verification under nominal conditions found all parameters within normal range with normal functionality. Further interrogation under various pulse amplitudes and telemetry test found the device communicated and maintained normal communication throughout the tests. Additionally, visual inspection of the header and connector did not find any contaminants or foreign mater that could contribute to the reported complaints. The device was monitored under load for several days with normal results and despite extensive testing the backup condition could not be reproduced. The device projected longevity was calculated based on field settings to be 9.88 years implant duration was 10.51 years which exceeded projected longevity and it is considered normal battery depletion. The reported complaints of pacing, interrogation and impedance anomaly were not confirmed since the device functioned normally after the product code was re-loaded.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, the device was interrogated but was unsuccessful. The electrogram from merlin.net was reviewed and high battery impedance and loss of pacing were noted on the device. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.